Event description:
Near beginning of procedure, md noted blood leaking from valve around catheter. Turned stopcock to valve off and minimized catheter exchanges to prevent introduction of air and risk of patient harm.